Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events "error code b31" and "loss of scope ID information" occurred due to the damage of image sensor unit (i.e. Disconnection, etc.) Or breakage of the mounting components (i.e. Integrated circuit (ic) chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the suggested event". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a scope connection error. The issue occurred during preparation for use in a therapeutic endoscopic gastrointestinal surgery. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.